Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, severely calcified, target lesion was in the right coronary artery (rca). The lesion was predilated with a 3x12, 3.5x15 and a 3.5x20 non-bsc balloon catheters. A 3.5x16mm taxus liberte drug eluting stent was advanced to treat the target lesion but the device would not cross the lesion. During withdrawal, the stent dislodged from the delivery system and lodged in the humeral artery. The procedure was completed with the implant of a 3.5x8 and a 3.5x15 non-bsc bare metal stent. There were no additional patient complications reported.

Manufacturer narrative:
Device analysis: the complaint source confirmed that the product had been disposed and no analysis was possible. The manufacturing records for the reported batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause was not able to be determined. Product unavailable for analysis